Event description:
It was reported that when using bd pyxis¿ anesthesia station es, drawer 2.2 repeatedly failed due to hardware issues. The customer had run a report and observed drawer failed multiple times. Although the customer was able to recover the drawer, the issue was recurring. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer 2.2 failed to close. A field service engineer (fse) unable to detect obvious physical damage. Further the fse replaced the open/close sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.